Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has not had the ins on for several years and the patient was noticing an intermittent sensation of the ins getting hot. The patient also had new onset intermittent shocking pain in her left lower extremity. The rep attempted to follow up with the patient. No further complications were reported.